Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that when they inserted the inflow cassette, and hit prime, it didn't prime, made a noise, then the screen flashed and shut off.